Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the persona knee instrument was returned via the worn instrument program on (B)(6) 2017. It was reported that the not all components were returned.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts identified signs of repeated use and missing ball bearings. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to the design of the device. The device was subsequently redesigned to account for this failure mode; however, this device was manufactured prior to the design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported following a knee arthroplasty, the ball bearings were found missing from the instrument after the procedure.